Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # us157852, cup, lot # 451740, item # 21-103205, femoral stem, lot # 482210, item # 139256, taper adapter, lot # 684630. Legal notification. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03838, 0001825034-2018-03839.

Event description:
It was reported that a patient underwent a revision surgery approximately 12 years post implantation due to metallosis, elevated ion levels, and severe pain. Operative notes indicate intense metallosis and titanium synovial debris throughout the entire right hip. Also the metallosis had destroyed the dome and all of the quadrangular plate of the hip, causing a right hip acetabular fracture requiring extensive reconstructive surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
An additional report has been submitted for this event: 0001825034 - 2018 - 11382.

Event description:
It was reported that a patient was revised approximately 11 years post implantation due to allegations of bone fracture, metallosis and severe pain, in which all devices were revised. Operative notes indicated intense metallosis and titanium synovial debris throughout the entire hip. The femur and hip were debrided with removal of titanium fragments and debris. The acetabulum was exposed and careful evaluation revealed central fracture dislocation. The surgeon noted, "metallosis had really destroyed all of the dome and all of the quadrangular plate. I had the anterior wall and the superficial border of the quadrangular plate, but really with a finger placed in the dome, there was really no bone to at least 3-4 cm above the acetabulum in that region. No posterior column, and there was some but limited continuity of the posterior wall with the ischium." Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of review of op notes which indicated patient had right hip revision surgery due to acetabulum fracture dislocation, greater trochanter fracture. Metallosis and titanium synovial debris was found throughout the entire hip. All the titanium debris from the femur and hip was removed. Stem was removed, and the head was found cold welded, and no bone fracture was occurred. The acetabular component was soft and it was removed without difficulty. The metallosis had destroyed all the dome and all of the quadrangular plate. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.